Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and approach of initial surgical procedure? Product code and lot number? Were there any intra-operative complications? Any concurrent procedure? Other relevant patient history/concomitant medications? When was the mesh extrusion first noted by a physician? Mesh extrusion diagnostic confirmation? Date and findings of mesh removal surgery? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Was pain/dyspareunia resolved?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced extruded tap bilateral sulci, pain and dyspareunia. The patient underwent a removal of mesh vaginal portion. Additional information has been requested.